Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a heavily calcified common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment the starclose se device could not be removed from the patient's anatomy. An attempt to remove the device by inserting the end of a dilator into the access ports to unlock and retract the thumb advancer as indicated in the starclose se device instructions for use was unsuccessful due to the thumb advancer not being able to be retracted. Due to the starclose se device locator wings being caught up in the clip, the device was removed surgically by making an incision around the clip. The vessel was surgically repaired with a patch graft. There were no reported adverse patient sequelae. Hospitalization was extended by one day. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report a user facility medwatch report was received that states "the patient was having a cardiac cath procedure and during closure of the artery the starclose device was advanced and the proper sequence of steps were followed for deployment of the clip. The clip released and as the physician was going to take the device out of the body the starclose continued to hold on to tissue. The physician did not pull due to resistance. Surgery was consulted and the representative of the product was also notified. No hematoma present, patient stable. The patient was taken to surgery and the device was removed." User facility risk manager was subsequently contacted, who stated that life-threatening was checked in the user facility medwatch, because although the patient was stable, if nothing were done to remove the device, the patient would have bled.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4) - patient selection. The starclose se device was reportedly deployed in a heavily calcified common femoral artery. The starclose se device instructions for use (IFU) under precautions states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. The starclose se clip was deployed in a reportedly heavily calcified common femoral artery. The special patient populations section of the starclose se instructions for use (IFU) states that the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states: do not deploy in areas of calcified plaque. Based on the information reviewed, there is no indication of a product quality deficiency.